Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9106920. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the broken catheter was confirmed by the photographs submitted by the facility. Closer evaluation of the returned device was unable to identify any of the abnormalities present in the photographs. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke during use on a patient. The patient went in for an x-ray, but the broken piece was not found. The following information was provided by the initial reporter, translated from chinese to english: "the catheter was broken, the patient went for an x-ray at once,but the broken catheter was not found."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke during use on a patient. The patient went in for an x-ray, but the broken piece was not found. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter was broken, the patient went for an x-ray at once,but the broken catheter was not found."